Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The generator battery pack was replaced. The system was tested and is operating as intended.

Event description:
The customer reported a pre-charge volt error message and an inability to take pictures and videos on the 9800 system. No pt injury was reported.